Manufacturer narrative:
Device returned and a review of the lhr was performed. Device manufactured according to all requirements and specifications. No anomalies noted in manufacturing process, including packaging, labeling, sterilization or materials used. Returned product was inspected and tested, no defects noted and the device performed as specified. Cause of issue indeterminate at time of report.

Event description:
During an sml procedure, jet ventlation was utilized and the patient presented with neck emphysema. CT and unilateral chest tube placed to rule out any additional barotrauma and as a precaution due to patient health status and age. No pneumothroax noted from chest tube. Emphysema resolved prior to leaving or setting. Patient kept overnight, chest tube removed within 24 hrs. Patient stable and released.